Event description:
During use of the laser system, an internal system malfunction occurred resulting in electrically overloading a "dump resistor". This subsequently led to the odor of smoke and a "big arcing sound". As a result of the "big arcing sound", one of several attending nurses was admitted to the hospital for a painful right eardrum.

Manufacturer narrative:
Problem: high voltage capacitor printed circuit boards returned for eval exhibited burnt dump resistors (r4). The breakdown of this resistor is theorized to be a result of power overloading and then subsequent component degradation. This could lead to internal component arcing and possibly a load noise from component discharge. Eval: in order to try to determine the cause of the problem, engineering reviewed the design and analyzed the returned components. Damaged components were replaced on the returned boards. The boards were then re-tested with a focus on simulating the sequence of events leading to the incident. Co was unable to identify the cause for failure or re-create a failure by these methods. Co was however, able to create the failure mode by simulating a situation whereby the "hv" capacitor was charging and the dump resistor (r4) was switched "in and out" of the circuit. While co was able to "force" this set of conditions co was unable to create that condition under "normal" conditions. Therefore, while not fully understanding why the dump resistors failed, co has upgraded the dump circuit so that even if there is a failure in this circuit, the dump resistors could sustain an overload indefinitely.